Event description:
Information received indicates that pump does not alarm when food is gone, starting pumping air.

Manufacturer narrative:
All alarms performed according to specifications. The customer complaint could not be duplicated. This MDR is being submitted as part of a retrospective review for reportability.